Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation, alerts for hv lead impedance out of range low and possible output circuit damage were noted. Multiple aborted shocks were recorded. The patient was either asleep or in a disoriented state during the aborted shocks. Review of the episodes showed the device detected vf rhythm and attempted to charge several times but failed. It was later learned that the patient expired.